Event description:
Patient reported ¿preventative replacement¿. Later healthcare professional reported capsular contracture baker grade iii. This is for the right side device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported ¿preventative replacement¿. Later healthcare professional reported capsular contracture baker grade iii. This is for the right side device. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: device patch with lot number 2679030 and catalog number tsm-310. ¿ capsular contracture- breast: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure- breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported ¿preventative replacement¿. Later healthcare professional reported capsular contracture baker grade iii. This is for the right side device. The device has been explanted and replaced.